Event description:
It was reported that a pt underwent a laparoscopic total hysterectomy on (B)(6) 2012. During the procedure, the device stopped working. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02417. The same pt is represented in each medwatch.